Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned within the stomach to treat a post-biopsy bleed. The clip opened and grasped tissue however, upon deployment the clip fell off into the patient. The clip was retrieved with a roth net. It was reported that upon removal it was noticed that the jaws of the clip were bent open. After retrieving the clip, the bleed resolved on its own therefore, the use of another device was not necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was positioned within the stomach to treat a post-biopsy bleed. The clip opened and grasped tissue however, upon deployment the clip fell off into the patient. The clip was retrieved with a roth net. It was reported that upon removal it was noticed that the jaws of the clip were bent open. After retrieving the clip, the bleed resolved on its own therefore, the use of another device was not necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The clip assembly was the only component returned for evaluation. A visual examination of the clip assembly found that the prongs of the clip were bent backwards. The actual root cause could not be determined however, based on the event details the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.